Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the radial artery. The target lesion was located in the left anterior descending (lad) artery to the left circumflex (lcx) artery. A 20x4.00 promus premier¿ drug-eluting stent was advanced to treat the target lesion. The device was attempted to position at the left main coronary artery (lmca) to the proximal lad; however, the device was not able to advance due to a stent strut damage. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR: the promus premier ous mr 20 x 4.00 stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found damage to the distal struts. The struts were stretched and raised from the balloon profile in a distal direction. The bumper tip of the device showed signs of damage to the distal edge of the tip. This type of damage is consistent with resistance being encountered on advancement of the stent delivery catheter. The balloon cones profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found no issues with the hypotube shaft and shaft polymer extrusion profiles. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the radial artery. The target lesion was located in the left anterior descending (lad) artery to the left circumflex (lcx) artery. A 20x4.00 promus premier¿ drug-eluting stent was advanced to treat the target lesion. The device was attempted to position at the left main coronary artery (lmca) to the proximal lad; however, the device was not able to advance due to a stent strut damage. No patient complications were reported and the patient's status was stable.